Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 2018 was used based on age of patient. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: I witnessed air in the line below the drip chamber on IV administration set #11522558 with ball valve. The nurse was able to move the air up toward the IV bag, so it did not move down to the alaris pump module or trigger an air in line alarm. The medication being delivered was vincristine, 1mg/30ml at a rate of 180ml/hr to a 4yr old boy.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: I witnessed air in the line below the drip chamber on IV administration set #11522558 with ball valve. The nurse was able to move the air up toward the IV bag, so it did not move down to the alaris pump module or trigger an air in line alarm. The medication being delivered was vincristine, 1mg/30ml at a rate of 180ml/hr to a 4yr old boy.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that there is air in line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11522558 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.